Event description:
This customer reported oxidation on the pt connector. There was no report of any pt involvement.

Manufacturer narrative:
(B)(6). This customer reported oxidation on the pt connector. There was no report of any pt involvement. The device was evaluated locally by philips and the reported symptom was confirmed. Replacement of the pt connector resolved the symptom.